Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. As per an company representative the error was fixed by field service engineer by eliminating moisture from the motor controller board. Service engineer confirmed device is fully functional again.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) showed the fault code # 50 in electrical test twice within short time during the service test before use. No patient injury or harm reported. No adverse event reported.